Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for unspecified foreign material in the nozzle could not be determined since olympus confirmed that the reprocessing was conducted in accordance with instructions for use, and it was confirmed that the foreign material residue point was not deformed (no physical damage). The event can be detected and prevented by following the instructions for use which state: instructions for use states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the reportable malfunction of foreign objects inside the air/water nozzle, the evaluation found non-reportable device malfunctions/conditions. The foreign material found has been attributed to insufficient cleaning. The customer provided the following details regarding device handling: they did perform cleaning, disinfecting, or sterilizing processes on the device before sending it in for repair. The customer did not specify if they knew the nature of the foreign material. During pre-cleaning: precleaning was not delayed or skipped. The a/w nozzle was flushed with water and air during precleaning. During manual cleaning/reprocessing: there were no abnormalities in the accessories used for reprocessing. The a/w nozzle was wiped or brushed with clean, lint-free cloths, brushes, or sponges. The a/w nozzle channel was flushed with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was observed during the olympus device evaluation, the colonovideoscope had foreign objects inside the air/water nozzle. There were no reports of patient involvement.